Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found a tear in the lens haptic and presence of residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
Corrected data: the lens returned to the manufacturer has the wrong serial number on the returned package. The returned lens does not belong to claim (B)(4). Device available for evaluation: changed from yes to no for supplemental MDR#1. Device evaluation report not applicable for this claim. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+5.5/109 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to lens rotation. The problem was resolved; the lens is "stable," the patient is "happy."